Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) site was swollen and part of the lead were exposed.